Manufacturer narrative:
Please refer to the attached report.

Event description:
Reportedly, an unexpected battery impedance evolution was observed between (B)(6) 2016 (6.56kohm) and (B)(6) 2016 (battery reached eri). The subject device was explanted and was returned for analysis.

Event description:
Reportedly, an unexpected battery impedance evolution was observed between (B)(6) 2016 (6.56kohm) and (B)(6) 2016 (battery reached eri). The subject device was explanted and was returned for analysis.